Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was treated by emergency medical services due to unknown reason on (B)(6) 2018 between 2:30 to 3:00 pm with blood glucose of 129 mg/dl to 139 mg/dl. The customer called for assistance for uploading carelink and while on call customer became unresponsive and emergency medical service was called for the customer. The customer's blood glucose level was normal. The customer experienced symptoms such as difficulty in breathing. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.